Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8,d9,h2,h3,h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to the regional service center for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charged coupled device cover glass (objective lens window) had an internal crack, component failure of objective lens window, components failure of the unit spanning from the distal end to the main body, defogging function failed and error e104. Based on the results of the investigation, the customer¿s allegation was reproduced, but a root cause could not be identified. It is likely the following led to the malfunction: cause was traced to component failure. Regarding the newly identified malfunctions, it is likely the cause was also traced to component failure. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The evaluation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
It was reported that, the subject device screen turned green. There were no reports of patient harm.